Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-02527 and 2134265-2015-02665. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² coronary imaging catheter to visualize the unspecified lesion. During the procedure, the frame froze and error 229, which correlates to ¿the run has resulted in zero date and will be deleted, the previous run will be loaded¿ appeared and automatic pullback failure occurred. No manual pullback was attempted and the physician prompted to complete the procedure using angiography without intravascular ultrasound imaging. No patient complications were reported.